Event description:
It was reported that the customer had gone through 3 infusion sets and was receiving a compromised force sensor system alarm on the insulin pump. It was explained that during seating, the force sensor did not detect the reservoir. Customer's blood glucose level was 196 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
(B)(4).